Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were noted on the right ventricular lead and confirmed by technical support. The suspected root cause was lead damage, however, no diagnostic imaging was performed. No intervention was performed at this time. The patient was stable and will continue to be monitored.